Event description:
Complaint details: 2 patients have had reactions to the mesh with liquiband product, one leading to an ssi.

Manufacturer narrative:
MFR report #: 9617175-2025-00011. No lot number available, therefore unable to conduct investigation of device history record and retain samples. Infection is a known risk of clinical adverse event during procedures of this nature. The IFU highlights and warns of the risk of this adverse event with the following statement: clinical use of cyanoacrylate with adjunct wound closure devices has suggested that the following adverse events may occur: infection (redness more than 3 to 5 mm from the wound margin, swelling, purulent discharge, pain, increased skin temperature, fever. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: · is life threatening. · results in permanent impairment of a body function or permanent damage to a body structure, or · necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Ams cannot conclude that this adverse event was device-related and although it is not stated whether this event required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, infections are an event that usually require medical intervention. Therefore, ams will report this as a precautionary measure.